Manufacturer narrative:
It was reported that a communication failure occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the cause of the issue is a known design defect. (B)(4).

Event description:
Right after completing the contactless registration, the verification was to be performed. The arm was automatically moved to the first verification point (between the eyes), and as the arm came to a stop, a communication error was experienced and the robot had to be restarted. The arm was not touched, there were no external forces, and the communication failure seemed to occur randomly. The registration was saved, so the robot had to be restarted and then the verification was completed. The patient was under anesthesia and no incisions were made. The total delay was around 5 minutes.